Event description:
An astral device was returned to resmed (B)(4) for failing to pass its internal self-test. The device was not used on a pt when the fault occurred, therefore, there was no pt involvement. Additional info from the device investigation completed on 05/21/2015 determined that a device malfunction caused the astral to fail its internal self-test.